Event description:
Device report 3 of 3. Reference MFR report# 1627487-2012-09147 and 09148. The patient received the scs system including two percutaneous leads (from the same lot) and two wide spaced leads (same model, different lots). It was reported the pt went under a surgical intervention to reposition the leads for optimal coverage. The pt reported effective stimulation post operative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.